Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of inner sheath detached.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that epic biliary endoscopic stents were implanted in the left and right hepatic ducts to treat a malignant hilar stricture during a bilateral biliary stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stents were successfully implanted. However, during removal of the delivery system, the physician encountered difficulty removing the catheter. The inner sheath broke off while pulling out the delivery system. The detached inner sheath was removed from the patient using forceps and the procedure was completed. There were no reported patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed a complete separation of the inner sheath. The distal section of the inner sheath was severely kinked at more than one location.